Event description:
It was reported a cartridge alarm occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 396 mg/dl. The customer reverted to an alternate method of insulin therapy.